Event description:
Analysis of the returned device found that the nitinol and core wire were separated. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual examination found that the nitinol tubing and the core wire were separated 1 cm from the distal end. The guidewire nitinol was kinked proximal to the separated site. Because the platinum coil was still intact, the device was still in one piece. The guidewire was bent on several places along its length. From the condition of the core wire and entire guidewire, it appeared that the guidewire was over torqued. Scanning electron microscopy (sem) analysis was performed on the nitinol proximal separation site of the returned device. For the proximal separation site of the nitinol, no definitive conclusions could be drawn. The sem micrographs of the separation site showed some dimpling (appeared to be ductile), micro voids and fractures on the surface, which could have been the result of compression in a bending motion. A clear, plastic like substance was observed on the distal nitinol separation site. Sem analysis of the substance could not be definitively identified. Review and analysis of available information failed to indicate a definitive root cause.